Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was inserted and removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and removed during the same procedure. Section h3-other (81): the device was not returned for evaluation, as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: code 3191, is to capture unspecified/other with patient involvement. Attempts were made to obtain the missing information. However, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, that the preloaded intraocular lens (iol) inserted and removed and wasted. The device was discarded. No further information was provided.